Manufacturer narrative:
Investigation is pending.

Event description:
Caller alleged discrepant inratio readings with meter. Pt's therapeutic range is 2.5-3.5. Based on pt's last reading of a 1.3; doctor increased pt coumadin dosage to 12mg last week (no specific date provided). Today, pt's inr is >7.5. Caller stated that pt doesn't have bleeding symptoms; nor on heparin or lmwh but on 3-4 other medications (no medication info provided). Caller reported that the pt was not in hospital or dialysis.